Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 133 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he felt shaky after obtaining the first reading and he self-treated with milk before obtaining the second. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.